Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4).case subject: npi 8300 error code 500.5040. Account name: (B)(6). Account #: (B)(6). Asset name: 8300 etco2 module, v8. Asset location: (B)(6). Customer report error code 500.5040 on their 8300. Case resolution: customer states the units have been in storage for quite some time. Informed customer this is most likely due to the software. Walked customer through setting up systems maintenance to flash units. After flashing the 8300 to the hospital current software version, error code cleared. Ended call. (B)(4).